Event description:
CT imaging revealed a type ia and type ib endoleaks. Films from the 8-mo follow up were received and reviewed as follows: the proximal portion of the stent graft was placed very deep across the arch; approximately 4cm from the aortic valve. The great vessels appeared to be in the ascending aorta. The distal stent graft wrapped around the thoracic aorta nearly full-circle. The reported proximal and distal type I endoleaks were confirmed. The cause appears to be disease progression with a dilated thoracic aorta.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5 cm thoracic aortic aneurysm approximately eight months ago. Aneurysm morphology from the time of implant was not reported. There was vessel dilatation of the descending thoracic aorta which has increased from less than 4.2 cm previously to 5.1 cm currently. It was reported that during a routine follow-up, CT imaging revealed a type I endoleak. Endovascular intervention is not being considered at this time and the patient is being monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (dilated distal thoracic aorta). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (dilated distal thoracic aorta).